Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies in the appearance. The actual device, in its returned state, was built into a circuit with tubes. Saline solution was circulated in it and the pressure drop was determined at each flow rate. The pressure drop was found to be higher than that of the device in the current production run. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. Thrombus was found to have been formed over the filter, mainly on the back side. The filter was removed. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. There was visible thrombus formation on the fiber winding. The removed filter was inspected under magnification. Formation of thrombus was confirmed on both its outer and inner surfaces. The fibers collected from each layer were inspected under magnification. Thrombus formation was confirmed on each layer. The heat exchanger module was inspected under magnification and adhesion of thrombus was found. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be determined, during the investigation thrombus was found to have formed on the filter, fiber winding and on the heat exchanger of the actual sample. The thrombus found on the back side is likely to have formed during the transportation back to the factory. When the inside of the oxygenator became clogged, the upper stream pressure of the oxygenator module increased. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "adequate heparinization of the blood is required to prevent it from clotting in the system. Do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a clot while using the capiox fx25 device. Follow up communication with the user facility confirmed the following information: while the aorta was clamped, the flow rate of the arterial blood would not elevate. The upper stream pressure of the oxygenator decreased. The oxygenator was changed out to a single fx25e device. Blood loss was reported but the amount of blood loss is unknown. The patient was not harmed.